Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility through medwatch # (B)(4): "patient was receiving arac (chemotherapy) at a continuous infusion of 32ml/hr for 24 hours. Tubing was noted to have a hole and leaking (along the tubing, not at any connection) 18 hours into the infusion. The infusion was stopped. No harm to patient."